Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A suturefix curved anchor insertion device was returned. The insertion device is missing the button and trigger from the handle and the nose tube and suture cover are damaged; the entire distal end of the device is fractured away. The suture anchor and associated suture strings were not returned. There is biological debris on the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the suturefix insertion device was missing the button and trigger from the handle, and the nose tube and suture cover were damaged; the entire distal end of the device was fractured away. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.